Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 10 hours after placement, water leakage was noted. It was later reported that a ridge was noted on the catheter upon bmd (bard medical division) inspection of the device.

Manufacturer narrative:
The reported issue (it was reported that there was water leakage found 10 hours after placement at a ward. The catheter was inserted into the patient at ope room, and the patient was transferred to a ward after surgery. Per additional information, there was a ridge found on the catheter during inspection of bmd.(B)(4) was confirmed. Per visual evaluation a cuff roll was not observed, however it was confirmed under preliminary evaluation made by field assurance team (visual inspection noted there appeared to be a ridge). During the functional evaluation a cuff roll was not formed. The dimensional evaluation of the catheter was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that 10 hours after placement, water leakage was noted. It was later reported that a ridge was noted on the catheter upon bmd (bard medical division) inspection of the device.